Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.